Event description:
Information was received from a patient (pt) via friend/family member (pt rep) who was implanted with an implantable neurostimulator (ins). The reason for call was pt rep reported the ins worked, but pt still had issues with their leg going up towards their neck since october 13th when the ins went "live." Pt rep noted they were told the ins battery would last 3 days, but the pt had to recharge the ins battery twice per day. Pt left a voicemail to rep today about the issues. Agent reviewed the ins battery depletion was dependent on the ins settings and usage. Agent attempted to walk the pt rep how to increase/decrease the ins intensities for relief until they met with a rep in person, but the ins battery was fully depleted. Agent reviewed role of rep and provided the pt rep with the nas number for their hcp office. Agent emailed the local reps for visibility. Agent suggested the pt recharge the ins battery fully, then increase/decrease the intensities as needed, and call back for assistance if necessary. The patient was redirected to their healthcare provider to further address the issues if adjusting the intensities didn't assist with relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.